Event description:
Boston scientific crm received information that this recently implanted atrial lead had an increase in threshold measurements. P-waves and amplitude had decreased and patient has small atrial fibrillation waves. Far field sensing was also noted on the atrial channel. Fluoroscopy revealed the lead was in a good position. Technical services was contacted and stated this could possibly be a micro lead dislodgement. At this time, the atrial lead remains in service. It is unclear what, if any, corrective action was taken.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: suspected dislodgement with no known intervention.